Manufacturer narrative:
Adverse event problem: correction (method, results and conclusions codes).

Manufacturer narrative:
Concomitant medical products and device evaluated by MFR: additional information. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection, as well as a direct correlation to heartmate 3 lvad, could not conclusively be determined through this evaluation. The device was returned assembled with the pump cable severed approximately 4.5¿ from the pump housing. A distal segment of the pump cable adjacent to the inline connector was also returned measuring approximately 22¿ in length. The sealed outflow graft attachment, sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned. A white cap was present on the pump outflow portion of the pump cover. Visual inspection of the inflow cannula did not reveal any laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed some loose blood but no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The lvad event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately 77 minutes of data from (B)(6) 2019. Estimated flow decreases over time, starting at ~4.0 lpm, before ultimately reaching 0.0 lpm at 12:08:18 and the pump was powered off shortly after. These events coincide with the patient¿s reported pump exchange on this date. The lvad periodic log file contained data from (B)(6) 2019. Temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. The device was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists localized, driveline, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted due to a driveline infection that failed to resolve. The patient was placed on antibiotic therapy and infectious disease was consulted. On (B)(6) 2019, it was reported the patient underwent a successful pump replacement. The device was reported to be within normal function and no alarms observed. The device will be returned once cleared by pathology. No additional information was provided.